Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 would not activate or burn. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The device will not be returning for investigation as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).